Event description:
A customer contacted global technical service (gts) regarding a and issue with the patient line that occurred on the homechoice (hc) during setup. The home patient (hp) stated there was a defect with the patient line from the cassette. The hp would save the cassette for collection. The hp would start over with new supplies. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Baxter contacted the home patient (hp) regarding the reported issue. The hp stated that after starting over with new supplies therapy went well. The hp stated that they would try and hook the patient line up to themselves. Upon attempting to do so, the line would not connect because it was the wrong shape. They stated they turned it repeatedly but it would not hook up. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A review of all batch record documents was performed with no issues noted during the manufacturing process.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue during setup, where the home patient stated that they would try and hook the patient line up to themselves and the line would not connect because it was the wrong shape. This complaint is confirmed because during sample evaluation, a visual inspection noted damage inside the luer. The cause of the problem was not determined during sample evaluation.